Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose (bg) level was above 500 mg/dl. The customer performed an injection to lower bg back into normal range. Reportedly, the customer reverted to manual injections for insulin therapy.